Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. The customer's blood glucose (bg) level was 115 mg/dl. During troubleshooting with tandem technical support, the customer was instructed to fully charge the pump and to monitor the battery performance. Tandem technical support followed up with the customer regarding the issue. At time of follow up, the customer indicated that the pump battery was depleting within normal parameters.